Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl and a seizure; cause was not known. Reportedly, paramedics checked bg level, customer's family member administered a glucagon injection, and customer consumed carbohydrates to address the issue. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with "sugar water" and was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
B5.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level and a seizure; bg value was not provided. Reportedly, customer was "taken to the hospital for monitoring" and [they] "removed the pump". Contact alleged that the pump software did not accurately adjust the amount of insulin delivered; however, multiple attempts were made by tandem¿s technical support to obtain additional information and troubleshoot, the customer did not respond and the alleged root cause could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.